Event description:
The customer reported being hospitalized due to low blood glucose of 13mg/dl. The customer stated that she was at work and bolused after breakfast. The customer started to feel dizzy and then she was admitted. The customer was experiencing unexplained low glucose for the past day. Troubleshooting was performed. The customer's recent glucose reading was 240mg/dl. Reviewed the programming and found that the time/date were incorrect. Assisted the customer in correcting the time and date. Instructed the customer to remove the reservoir from the insulin pump and she stated that there is more insulin in the status screen than the reservoir. The customer stated that the insulin pump was exposed to CT scan. Advised the customer to revert to back up plan. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Broken reservoir tube lip and cracked battery tube threads noted during visual inspection.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.